Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the forceps passage channel was found damaged. One of the elements of the image was broken. The body of the scope had scratches as well as the light guide tube. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a tear at the end of the scope. The issue was found during a procedure. No patient harm or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not twist or bend the bending section with your hands. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that it was caused by the handling of treatment tools and other items. In addition, it may have been caused by external force or handling by chemicals.